Event description:
During functional testing, the device's display was very dim. Also, upon a 200 joules discharge, the device made a "bang" sound and the user reportedly saw a spark come from inside of the unit next to the display. There was no pt involvement in the reported malfunction.